Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. The cgm was displaying 83 mg/dl so the patient drank orange juice and went to church. Around 9:00-9:30am, the patient passed out. The cgm alerted for low readings (no value provided) and a bg was unable to be checked. Paramedics were called and when they arrived, they checked the patient's bg was 110 mg/dl. The patient regained consciousness and the paramedics suggested the patient go to the hospital but he declined. The patient was advised to go home and rest and was provided orange juice by a person at the church that was a nurse. Paramedics did not provide further treatment. The patient went home to rest upon waking from his sleep, the cgm was 80 mg/dl so he drank juice and the cgm showed 106 mg/dl. At the time of the report, the patient was feeling better. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.